Event description:
It was reported that anspach drill was extremely loud during procedure and was hot to the touch. After the case, a test was performed on the anspach drill and it got hot too quickly with smoke.

Manufacturer narrative:
The device was used in treatment and was returned for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. The drill was run through a drill test and the abnormal noise was confirmed. Furthermore the drill began to smoke after a few seconds, indicating that the motor shaft driver is broken internally. This is a common issue caused by excessive cutting forces during use. The malfunction is most probably due to expected wear / tear.